Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebu0313 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the connector assembly was deformed. No other information was provided. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged connector was confirmed and the cause was likely use related. The product returned for evaluation was the proximal connector for a 4fr s/l groshong catheter. The distal connector piece was not returned. The sample appeared to be free of residue and damage could be seen on one of the two securement clips. Additionally, a cut was observed in the extension tubing near the connection with the luer connector. Microscopic examination of the securement clip found two sets of deep gouges, 180° from each other. The gouges were flared on one side of each damage site and were planar in form. These were indicative of grasping type contact with a sharp-edged instrument. The cut within the extension tube was also examined under microscope and was planar in form and contained striation patterns perpendicular to the length of the tubing. A small region of damage was seen leading into the cut which was indicative of a damage source external to the catheter tubing. The observed damage to both the securement clip and the extension tube was characteristic with sharp instrument contact with a grind-sharpened instrument such as a pair of scissors. The damage was obvious to gross visual evaluation and would have likely been caught during manufacture and as a result was likely caused after opening the product. A lot history review (lhr) of rebu0313 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the connector assembly was deformed. No other information was provided. There was no reported patient injury.